Event description:
It was reported that the patient is deceased. It was further reported that during prophylactic lead replacement, the patient experienced a tear in the superior vena cava (svc) during the extraction procedure resulting in tamponade and perforation. Open heart surgery was performed to repair the tear, the patient was taken to the intensive care unit where the patient died that evening.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).